Event description:
It was reported that balloon rupture occurred. A 8.0 x 40, 75cm mustang balloon was selected for use. During the procedure, the balloon ruptured at 6 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.